Manufacturer narrative:
The device was received not deployed, the data showed that the first priming completed at pulse 33 and deactivation occurred at pulse 43. Rotational sensor errors were present in the data. The device did not run enough pulses during the priming sequence to deploy the needle mechanism. The device was reset, connected to a pdm and ran a 5-unit bolus. No alarms, drive stalls or rotational sensor errors were present in the reset data. The needle mechanism deployed during the reset run. Under magnification, contamination was found on the commutator cap. While contamination was found on the commutator cap, it cannot be determined if it contributed to the rotational sensor malfunction which caused the device not to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that the cannula did not insert as intended during activation. The pink slide was not forward, indicating a needle mechanism failure.